Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a lowest blood glucose of 46 mg/dl, and a nurse contacted support to review pump algorithm steps; troubleshooting and education were provided. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included urgent low glucose requiring medical attention and treatment with oral glucose. Investigation included customer support review of the device¿s dosing algorithm steps with the nurse. Investigation of this case revealed no confirmed device malfunction and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.